Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device housing was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further review of the device evaluation, the assignable root cause was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the housing was damaged. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper strain/wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported by germany that during an unspecified surgical procedure, when mechanical pressure was applied to the cutting tool device, it was observed that the battery handpiece device stopped performing when in use with an attachment device and a lid for the battery handpiece device. There were no delays to a surgical procedure as a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.